Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k) - this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens (icl), -10.5d, into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged for a shorter length lens on (B)(6) 2021 due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.